Event description:
During hemodialysis treatment, the finger loop on anti-stick needle device became caught between patient and chair. When the pt moved the needle was dislodged from insertion site. The anti-stick needle device was not taped down during treatment. MDR is filed for ebl of 200cc. Pt rec'd two units of blood due to low hematocrit level pre-incident. The complaint sample was discarded by the user facility and lot number of the device is not known.